Event description:
The alyx operator reported that during the procedure there were air detection alarms and donor inlet occlusion alarms. The operator tried to purge the air but the donor inlet occlusion alarms interrupted the purge attempts. The operator reported intravascular volume deficit alarm occurred when there was 668ml of blood in the in-process bag and 140ml of plasma in the plasma bag. At the end of the procedure the donor was not feeling well and went to the e.r. The donor walked to the e.r. But had difficulty doing so and reported a headache on arrival. Pt was given compazine and IV solutions then released. The center made a follow up call to the pt about 2004. The pt stated they were feeling well but still had a tired feeling.